Event description:
Related manufacturer reference number:2017865-2022-06853. It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular lead exhibited noise and was reproduced in clinic. Both leads were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to damaged inner insulation consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.